Event description:
A malfunction alarm was reported, identified by malfunction code "malf 9". The customer did not experience any adverse impact to their blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer understood and agreed to contact support again if the problem reappeared, and they were able to continue using the pump.